Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic deformed and haptic torn/deformed. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
H6- investigation type 4110: lens work order search - no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -9.5/2.0/160 into the patient's left eye (os) on (B)(6) 2024. The lens was exchanged on (B)(6) 2024 for the same length lens but different axis due to low vault. This resolved the problem. The cause of the event was reported as unknown.